Event description:
The end user reported she developed a red, weepy rash under tape collar. The rash is itchy and occasionally, has "pimple" like bumps and some weeping. The rash has recurred repeatedly since its initial onset in (B)(6)2013. The end user has under gone treatment from dermatologist and has been treated with clindamycin and ketoconazole for the weeping and itching, as well as, alternating the use of mupirocin, cordran lotion, and desonide ointment all without much success. The end user's dermatologist recommended cutting tape boarder off and using paper tape as the end user had a suspected tape sensitivity. Since removing the tape collar, the end user's rash has resolved.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.

Manufacturer narrative:
Additional information received (B)(6) 2015. The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 03, 2015. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).